Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with ventricular ectopics (ves) causing myopotential oversensing. No changes were reported. The patient status was unknown.